Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported the patients ipg became inoperable and would not communicate with external devices. Troubleshooting was unable to resolve the issue. Next course of action is undetermined at this time.

Manufacturer narrative:
The report of ¿ipg not entering bondable state¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The device entered service app state on 3-12-2024. It is inconclusive as to the cause of the service app state as the patient reported they had no recent mris/surgeries or other unrelated procedures.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.